Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a chest x-ray conducted and "the technician noticed that my pacemaker is not working. The leads were not charged." The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.